Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 4.2 pocket e1 had failed. A field service engineer had remotely accessed the station and assisted the customer with testing the device. The customer had confirmed the station was functioning properly following drawer testing in the hardware test application (hta). Although no issues had been reported with the station, the customer had requested tray replacement due to cubies not being seated properly. Upon arrival, the half height tray was successfully replaced, and the customer confirmed that the cubies were seated correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 4.2 pocket e1 failed. The customer rebooted the device and attempted recovery, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.